Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2012, the patient was prescribed antibiotic ointment (duration not reported) to treat the implant site. This report is filed february 10, 2016. The implanted device remains.